Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks on the whole device. Microscopic examination revealed a longitudinal tear in the balloon 4.5mm from the tip and approximately 12mm long. The balloon is loosely folded. There is blood present in the inflation lumen and balloon. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device is 20 atm. The reported information indicates the device was inflated to 20 atm; therefore, there is no indication the device was inflated over rbp. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 3.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilation. However, on the third inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 3.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilation. However, on the third inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.